Event description:
It was reported the tip fell off during the procedure in the patient, it was recovered from the patient. Procedure was completed using a similar device.

Manufacturer narrative:
The device has been sent back with the active tip missing from the distal end of the electorde, the detached active tip of the device was returned with the electrode, the tip of the device does show some signs of activation. One ceramic insulators does show some signs of damage, no information was provided as to how or when the ceramic was damaged and the missing ceramic piece is not returned with the device. No obvious visual damage was noted on the device shaft or plug. The device failure appears to be due to the absence of or insufficient level of epotek glue at the tip of the device. The use of electrodes does occasionally cause the glue to erode with use, but tis is commonly associated with heavy usage, ie, use on high power, over extended periods of time. It can be concluded that the tip did fall out due to the lack of epotek, but it remains unclear as to why there was little or no epotek evident. Further investigation into the failure mode is being carried out.